Event description:
Swelling of both knees [knee swelling] . Pain [knee pain] case narrative: initial information was received on 10-jul-2018 regarding this unsolicited valid serious case from malaysia received from a physician. This case involves a (B)(6) female patient who experienced swelling of both knees and pain (latency: 1 day), after she received with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate at a dose of 6 ml once (lot - 7rsl042) for osteoarthritis in both knees. On (B)(6) 2018,1 day after receiving the injection, the patient developed swelling of both knees and pain. Final diagnosis was pain and swelling of both knees. Seriousness criteria: medically significant. Corrective treatment: steroid. Outcome: unknown.

Event description:
Swelling of both knees [knee swelling] pain [knee pain] case narrative: initial information was received on (B)(6) 2018 regarding this unsolicited valid serious case from malaysia received from a physician. This case involves a 55 years old female patient who experienced swelling of both knees and pain (latency: 1 day), after she received with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate, injection liquid, (solution), 48 mg/6 ml at a dose of 6 ml once (lot - 7rsl042) for osteoarthritis in both knees. On (B)(6) 2018,1 day after receiving the injection, the patient developed swelling of both knees and pain (arthralgia, joint swelling). Final diagnosis was pain and swelling of both knees. Seriousness criteria: medically significant. Corrective treatment: steroid . Outcome: unknown. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation was received on (B)(6) 2021 summarized as no assessment possible. Additional information was received on 27-jul-2021 from other healthcare professional. Formulation and strength. Ptc results received and processed. Text amended accordingly.